Event description:
It was reported that an explant surgery was performed due to irritation on (B)(6) 2014. The patient, a young male who is active in sports, complained of irritation during a follow up visit on an unknown date. The patient requested that the hardware be removed. The patient was originally implanted with an unknown variable angle olecranon plate and an unknown quantity of 2.7 mm locking screws and 3.5 mm cortical screws on an unknown date in 2013. The hardware was removed successfully with a two minute delay. There was no injury to the patient. This report is for the 3.5 mm cortical screws. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
This report is for (1) 3.5 mm cortical screws, unknown part and lot number. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.